Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. A manufacturing record evaluation was performed for the finished device lot qcmdqc, and no non-conformances were identified. Additional investigation summary: an opened sample and ten unopened samples were received for evaluation. During the visual inspection of an opened sample, the swage and attachment area of eight needles were noted to be as expected. No breakage needle on tip, body or swage area was noted. During the visual inspection of ten representative samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2019 and suture was used. During a spin "pocket reversion" the tip of the needle broke off inside the patient. The tip was found and removed from the patient and the procedure was completed with a like device from a different lot with no patient consequences. There were no adverse patient consequences reported. No additional information was provided.